Event description:
It was reported that during an unk procedure case, two clips were delivered together. Case was completed with a like device. No pt consequence.

Manufacturer narrative:
Other#= 0942 (batch# for device b). Disengaged drive link, damaged cartridge cover. Eval summary: the analysis results found that the cartridge covers for devices a and b were cracked. The left triggers do not close. Therefore, the instruments did not feed the clips properly. The driver links were disengaged. Therefore, the triggers could not close completely and the clips were ejected. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted.